Manufacturer narrative:
Investigation of the reported event is in progress. A follow-up report will be submitted once additional information becomes available.

Event description:
The user facility reported that their verify steam integrating indicator leaked resulting in a procedure delay as the instruments had to be reprocessed prior to use. No report of injury.

Manufacturer narrative:
The device subject of the reported event was not returned to steris for evaluation. Without the returned device, a cause of the reported event could not be determined. The DHR for the subject lot was reviewed and confirmed the lot was manufactured according to specifications; no abnormalities were noted. A complaint review determined that this is an isolated event for the subject lot. No additional issues have been reported.